Event description:
Caller reports pt tested 5.5 inr on the coaguchek xs system and 3.94 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement sent.